Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the occipital implanted lead off label use was poking through the skin. As result, surgical intervention was undertaken, explanting and replacing the lead with a different model. The issue is resolved.